Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of swollen left leg calf, pain and recurrent deep vein thrombosis while on anticoagulation therapy. The filter was placed in the infrarenal area. After the filter was implanted the leg swelling and pain improved. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of filter strut and bending and/or collapse of the filter. A CT scan done approximately three months after the index procedure indicates that the inferior vena cava (ivc) was dilated to some degree. Below this level there was thrombus within the iliac vein and likely within the ivc vessel below the filter. There was also increased tissue density around the iliac vein on the right. This was thought to be consistent with inflammatory change and or edema. A CT scan done approximately eleven years and ten months after the index procedure indicates that two of the filter struts were bent or collapsed. A portion of one strut projects posteriorly towards the vertebral body. Per the patient profile form (ppf), the patient experienced filter tilting, perforation of filter strut(s) outside the ivc, bending and collapse of the filter. The patient also experienced worry, anxiety and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Altered shape of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava dilatation, thrombosis, inflammation and edema are known potential adverse events associated with the use of the ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Patient code '3191' was used as there are no codes available for "inferior vena cava dilatation." Additional information received per the medical records indicate that the patient has a history of swollen left leg calf, pain and recurrent deep vein thrombosis while on anticoagulation therapy. The filter was deployed via the patient's right internal jugular. It was placed in the infrarenal area. After the filter was implanted the leg swelling and pain improved. The results of computed tomography (CT) scans done approximately three months after the index procedure indicate that the inferior vena cava (ivc) was dilated to some degree. Below this level there was thrombus within the iliac vein and likely within the ivc vessel below the filter. There was also increased tissue density around the iliac vein on the right. This was thought to be consistent with inflammatory change and or edema. The results of computed tomography (CT) scans done approximately eleven years and ten months after the index procedure indicate that two of the filter struts were bent or collapsed. A portion of one strut projects posteriorly towards the vertebral body. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilting, perforation of filter strut(s) outside the ivc, bending and collapse of the filter. The patient also experienced worry, anxiety and mental anguish. Corrected data: non health professional. Occupation: other, legal. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of filter strut and bending and/or collapse of the filter. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. (B)(4). Altered shape of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of filter strut and bending and/or collapse of the filter.